Event description:
It was reported that the patient with this pacemaker device exhibited farfield oversensing. Upon review, the farfield oversensing was on right atrial (ra) channel from right ventricular pacing (rvp) causing inappropriate mode switch. Technical services (ts) stated that the atrial blanked after ventricular pacing not being extended far enough. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.